Event description:
The dentist reported an abutment screw fracture. The fractured fragment was removed and implant remains.

Manufacturer narrative:
Visual inspection of the returned component confirmed the device fractured near the threads. The bottom portion was discarded. No lot number was provided, therefore a device history record review could not be done. A definitive root cause could not be determined.